Manufacturer narrative:
(B)(4).

Event description:
The caller reported that therapy was not hitting the right spot. The physician noted that the patient stated that the device needed reprogramming due to loss of effectiveness. The patient had an appointment to have the device reprogrammed on (B)(6) 2015. The patient indication included failed back surgery syndrome, and spinal pain. Follow-up was performed to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received.

Event description:
The manufacturer representative reported that therapy was not effective, and was not hitting the right spot as programming was not ideal for covering the patient's pain; reprogramming was needed. This resolved the issue and the patient was currently receiving effective therapy.